Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that they went to the hospital due to a high blood glucose on (B)(6). The customer¿s mother reported having insertion issues and bent cannula¿s. The blood glucose value at the time of admission over 600 mg/dl. The customer had symptoms of vomiting. The customer was treated for the high blood glucose level with intravenous insulin. The customer was wearing the pump at the time of the hospitalization. The customer did troubleshooting and found the infusion set cannula bent. The customers current blood glucose level was 280 mg/dl. The insulin pump and the infusion set will not be returned for analysis.